Event description:
Pt has a right total hip performed on 1/5/1999. Pt fell and fractured the right femur requiring surgery using a bone plate and cables. On or about 3/15/1999, pt felt a pop in her leg and fell, requiring revision surgery to replace broken cables. Upon examination during surgery, 4 of the most proximal cables were broken.